Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter would not power on. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests her blood glucose 5x daily. The patient manages her diabetes with novolog insulin (15 units) and "long acting" insulin (13 units at night). The alleged issue began on (B)(6) 2012 between 4:30pm-5pm. At that time, the patient administered her usual dose of novolog insulin. Shortly after, the patient claims she felt low blood glucose symptoms of shaky, sweaty and tired. The patient drank a coke and ate 2 snickers candy bars as treatment. The patient reportedly felt better about 30-45 minutes later. The patient denied testing on another device. At the time of troubleshooting, the customer care advocate (cca) noted the correct test strips were being used and there was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.